Manufacturer narrative:
Medical device lot #: 2178512. Medical device expiration date: unknown. Device manufacture date: unknown. Medical device lot #: 2166405. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that they received bd bbl¿ phenol red broth with lactose and durham tube with contamination - biological contamination -bacterial, fungal, non-viable on two lots. There was two occurrences in this event with no patient impact. The following information was provided by the customer: "customer reports contaminated plates - lot #s2178512 and 2166405."